Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that a maxforce balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon would not inflate all the way. They then tried to remove the balloon, but were unable to deflate it completely. As a result, the endoscope and balloon were removed together and the catheter cut in order to withdraw the device from the scope. It was reported that a second maxforce balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. (B)(4) for the reported event of balloon would not deflate. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.